Event description:
The lead was returned to the manufacture, analyzed, and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer insulation was breached (clavicle rib crush). It was also noted that all conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed) and the outer insulation was breached cut. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.